Event description:
Additional information reported indicated that the patient's settings were high and resulted in 16 months of battery life prior to depletion. It was noted that the fall and symptoms were not related and that the patient will have further reprogramming. If additional information becomes available, a follow-up report will be sent.

Event description:
It was reported that the patient experienced a loss of therapeutic effect. On (B)(6) 2012, the patient was "shaking" and "frozen". The patient did have a fall 8 months ago at which time they suffered a cracked clavicle and had a plated implanted. The patient reported that the implanted neurostimulator (ins) had "slipped" and felt lower. The ins light on the patient programmer was noted to be "on". The ins was checked by the healthcare professional on (B)(6) 2012 at which time the ins battery was observed as 93% used. A replacement surgery procedure was scheduled for (B)(6) 2012. Additional information was requested and, if obtained, a follow up report will be sent.

Manufacturer narrative:
Lead: model 3387s-40, lot #v284893, implanted: (B)(6) 2009, explanted: na. Lead: model 3387s-40, lot #v279759, implanted: (B)(6) 2009, explanted: na. Extension: model 7482a51, serial #(B)(4), implanted: (B)(6) 2009. Extension: model 7482a51, serial #(B)(4), implanted: (B)(6) 2009